Event description:
During a customer call regarding an unrelated event, the patient indicated he had an infection. During a follow up call by baxter (B)(4) on (B)(6) 2012, the patient stated he was diagnosed with peritonitis which occurred on (B)(6) 2011. On (B)(6) 2012 the patient stated he spoke with a baxter technical service representative on (B)(6) 2011 and reiterated he had an infection. The patient reportedly called the local hospital and treatment was provided for the peritonitis. Vancomycin was administered on day 1 and an unknown medication + heparin was administered day 2 and 3. The patient received 3 doses of medication 5 days apart. The patient indicated he had recovered from the peritonitis. The patient was not hospitalized for the event of peritonitis. A statement of causality was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar repots have been received fro the reported problem. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The cause of the peritonitis is undetermined and not confirmed.